Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead was found to have high increasing impedance and was suspect of a fracture. The lead was programmed off until lead revision. The lead was revised and capped. A new lead was implanted. No further patient complications have been reported as a result of this event.